Event description:
It was reported that this pacemaker recorded t wave over sensing at ventricular episodes. Also, functional under sensing was noted. No out-of-range diagnostics were observed at the time. Programming options were recommended for this pacemaker that remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.